Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed sores on his back from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient sought medical attention for the skin irritation and began using lotion on it. Follow up indicated that the skin irritation improved.